Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the insulin pump was received with unresponsive buttons due to corroded lcd board. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window. No blank display anomaly noted.

Event description:
The customer's parent reported that the insulin pump was accidentally submerged in a swimming pool. The device would not turn on and upon insertion of a new battery, the display was blank. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.